Event description:
Event description guidant received information that a patient with this implantable transvenous defibrillation lead twiddled the device and curled the lead, causing the lead to dislodge, pulling the proximal coil back. The patient experienced inappropriate shocks due to noise as a result. Under imaging, the helix appeared retracted.